Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The related condition is typically caused by applying excessive force while grasping and manipulating suture and tissue or applying excessive leveraging forces. Broken tip was not returned along with the complaint device. Function test could not be performed.

Event description:
It was reported that during a meniscal root procedure, the surgeon had a few misfires with the needle. When the surgeon tried loading the suture again, the scrub tech noticed that the bottom jaw was extremely wobbly. The surgeon touched it and the bottom jaw broke off. The case was completed by using a new ar-12990 without further issue.